Manufacturer narrative:
(B)(4). Eval results: (loss of accessory positioning in difficult lesion). (Guide catheter). (Racer biliary is not approved for use in the renal arteries). Eval conclusions: (guide catheter). (Loss of accessory positioning in difficult lesion). Eval summary: the stent was returned to medtronic for eval. The stent was returned attached to a snare. The delivery system was not returned. Five stent segments at one end were intact with some strut damage. The remaining segments were severely stretched and deformed. Cd images were provided for review. There were no images of the attempted delivery and subsequent dislodgement of the racer stent. The images showed the dislodged stent in the iliac and the delivery of a snare device to the same vessel. There were also images of a deployed stent in the left renal artery.

Event description:
A racer bilary peripheral stent system, diameter 5mm, length 18mm, was used to treat a lesion in a pt's left renal artery. It was reported that the stent dislodged from the delivery sys in the pt. The device was inspected prior to use with no abnormalities noted. The lesion was not badly calcified or tortuous. It was reported that, during attempts to place the stent in the renal artery, the stent and wire slipped out due to loss of guide catheter positioning. The device was withdrawn but on removal, it was noted that the stent was not on the delivery system. The stent was seen on film in the iliac artery. A snare was used to retrieve the dislodged stent. A racer stent 5x12mm was used to treat the lesion. The pt was good post procedure and no clinical sequelae have been reported.